Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 714:00. It is unknown in which care area this event occurred, however it was known to have occurred at powering down of the pump. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 714:00 was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to the user interface printed circuit board on channel a. The user interface printed circuit board was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.